Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was implanted. It was reported that, few weeks later, the patient suffered from myocardial infarction. No further patient injury was reported.